Event description:
It was reported that atrial high rate (ahr) episode markers were not present over events seen on the atrial electrogram (egm). Egm misalignment was discussed with the engineering staff. The device was upgraded to a biv pacemaker. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.